Manufacturer narrative:
Device available for evaluation? Yes, returned to manufacturer on 10/25/2017. Device returned to manufacturer? Yes. The sample was returned in its original box. The lens was observed in a folded position (iol haptics adhered to the iol optic). During sample evaluation, one lens haptic has been unfolded a bit. Visual inspection using microscope was performed. Residue of lubricant were observed in the lens optic body and haptics. The condition of the product returned is consistent with a unit that has been previously handled and prepared for surgical use. The reported issue could not be verified. The manufacturing records for the product were reviewed. The product was manufactured and released according to specifications. A search revealed that no additional complaints for this order number have been received. The directions for use (dfu) were reviewed. The dfu provide the customer with proper usage instructions and guidelines. As a result of the investigation, there is no indication of a product quality deficiency. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
Sex/gender: unknown/ not provided. If implanted; give date: n/a (not applicable). The intraocular lens was removed and replaced during the same procedure. If explanted; give date: n/a (not applicable). The intraocular lens was removed and replaced during the same procedure. All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that there was a folding/unfolding issue requiring intraocular lens (iol) removal. The iol felt tight and the user did not want to reload it. Another iol of the same model and diopter was implanted. There were no sutures, no incision enlargement and no vitrectomy. No additional information was provided to abbott medical optics.